Event description:
The initial reporter stated that the pump battery was failing and that the front housing and hinges were broken. When the pump was returned to mmd for evaluation, the no food alarm did not operate as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any adverse effect on a patient. The alarm failure was discovered at moog. (B)(4)

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and a non-conformance was found, however, this serial number was not affected. During the investigation, mmd found that the pump pcb board had failed, which caused the no food alarm to fail. The pump was serviced to correct the issue.